Manufacturer narrative:
Two devices were returned to the MFR for eval. No lot number was provided for either device. According to the quality investigation, one battery on each unit was below the voltage requirements and found to be corroded and leaking inside the battery pack.

Event description:
It was reported that two interpulse handpieces were leaking from the battery packs. The devices were attempted to be used during a procedure, but nothing entered the surgical site. The account had a back up on hand to complete the procedure with no allegation of adverse consequences.